Event description:
It was reported that patient presented in the hospital due to alerts for both high and low impedance. Bad connection in the header was suspected. The device remains implanted as the patient has not returned to the hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.